Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that approximately 6 years post op the initial tka, this patient was revised. Reason for the revision was not reported. No other information provided.

Event description:
It was reported that approximately 6 years post op the initial tka, this patient was revised. Reason for the revision was not reported. No other information provided after multiple attempts.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, reason not reported. Section h11: *the following sections have corrected information: (b5) describe event or problem: it was reported that approximately 6 years post op the initial tka, this patient was revised. Reason for the revision was not reported. No other information provided after multiple attempts.